Event description:
Additional information received indicated a decrease in the impedance, increase in the capture threshold, and r-wave amplitude variation was observed on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. The patient was stable.

Manufacturer narrative:
Perforation/tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.

Event description:
During a pre-discharge evaluation, a decrease in the impedance of the right ventricular (rv) lead was observed. X-ray imaging of the rv lead revealed an apical cardiac perforation. The patient was asymptomatic without consequences. There was no alleged malfunction against any abbott devices. Additional information has been requested but not yet received.